Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation and stent dislodgement were confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to remove (guide catheter) could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the 80% stenosed, heavily calcified, mildly tortuous left anterior descending (lad) coronary artery. The lesion was pre-dilated and then the 2.75x15 mm multi-link 8 stent delivery system (sds) was attempted to be advanced to the lesion but failed due to the heavy calcification. During removal, the proximal portion of the sds was getting stuck on the guide catheter extension and the distal portion of the stent became flared. The stent was also somewhat displaced on the catheter but remained on the catheter. The sds was removed independently and the lesion was pre-dilated again and a new multi-link 8 sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.